Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found a leak in the rbc (red blood cell) bath. The bath was not seated correctly causing the leak. The fse reseated the bath and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained fluid leak from bath inside the coulter lh780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.